Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece. Visual analysis found the lead to be compressed and a break in the insulation consistent with clavicular crush damage. All lumens were found to be breached with damage due to clavicular crush force noted on both etfe cable coatings of the ring electrode cables. The ptfe liner was found to be damage due to clavicular crush force exposing the inner coil. The reported event was isolated to the exposure of the ring electrode conductor cable and inner coil in the clavicular crush region.

Event description:
It was reported that the lead was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low pacing impedance was observed on the right ventricular (rv) lead. Lead revision was anticipated. The patient was stable and there were no adverse consequences.